Event description:
(B)(4). Periods beginning to take up to 15 days in cycle with abnormally heavy bleeding. Excruciating cramping, constant pelvic pain, ovarian cysts. Uti's, painful intercourse, bleeding post intercourse. Diagnosed with hs (skin disorder) for large boils/cysts. Nausea, vomiting, bloating, heartburn, migraines. Tremors in hands and legs/feet. Tingling skin sensations.